Event description:
Caller (pt's wife) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.9, lab: 2.4, date: (B)(6) 2010, inratio: 1.4, lab: 2.1.

Manufacturer narrative:
Investigation pending.